Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device fired scissored clips. A second device was used and it had a piece of metal sticking out of the end effectors. A third device was used to complete the procedure without any impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.